Event description:
Low minute volume alarm sounded on ventilator, which stopped functioning on pt. Nurse took pt off ventilator and bagged pt. Ventilator changed. This was the third time this happened. The only variable in each case was the mode of ventilation. After each event rptr was unable to reproduce the problem. After the second occurrence, the machine was sent out to the MFR. They, however, were unable to reproduce the problem.